Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "the rotating hinge has broken and needs revising." Patient cannot walk. Update - 15-february-2021 - bp: patient specific implant form received noting "revision of broken implant."

Event description:
As reported: "the rotating hinge has broken and needs revising." Patient cannot walk. (B)(6) 2021: bp: patient specific implant form received noting "revision of broken implant."

Manufacturer narrative:
Reported event: an event regarding a fracture involving a patient specific, proximal tibia replacement, tibial hinge was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a patient specific proximal tibial rotating hinge replacement which was inserted on (B)(6) 1995. The surgeon reported the hinge has broken. The x-ray image provided shows that the tibial rotating hinge has broken causing disassociation of femoral and tibial components. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.